Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient began feeling very sick, lethargic, and started vomiting. The patient¿s cgm was reading 42 mg/dl, and the bg meter reading was 500 mg/dl. The patient was wearing a tandem insulin pump. The patient stated she thought the cgm was reading low due to a ¿pressure¿ or compression low, but then the sensor failed. The patient¿s father took her to the emergency room (ER) around 2-3pm. At the ER, the patient¿s bg meter reading was still around 500 mg/dl. The patient was diagnosed with IV fluids and unspecified pain medication. The patient was discharged home after approximately 8-9 hours. The patient was ¿feeling okay¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.